Manufacturer narrative:
Concomitant medical products: 693558 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient of having signals within a four-hour timeframe. The patient noted feeling fine, the electrocardiogram was fine, and the blood pressure was fine. Patient also noted feeling a little anxious. Follow up with the physician office noted the patient had contact with a magnet which caused the alert tones from the implantable cardioverter defibrillator (ICD). It was noted that the patient was wearing a magnetic name badge and the anxiety reported by the patient was caused by the alert tone. The ICD remains in use. No further patient complications have been reported as a result of this event.